Event description:
During trouble shooting of a check your position which occurred on the homechoice (hc) during use during fill 1. The caregiver (cg) stated that there was air in the patient line. The baxter technical service representative (tsr) informed the cg to end the therapy and start over with all new supplies. The cg stated that the hp would not perform therapy tonight. The tsr instructed cg to inform registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2012 regarding the check your position alarm. The cg reported that the issue was resolved, but she did not know the cause of the alarm or the air in the line. Per hp, there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.